Event description:
Philips received a complaint by the customer on the v60 indicating that while device was in use, device powered down and would not turn back on. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed that device does have 24 volts showing at the connector on the power management (pm) board. Customer is requesting to have a field service engineer (fse) dispatched and have the device repaired under field correction order (fco) pm board replacement. The rse implemented fco and dispatched an fse for onsite repair. The manufacturer's field service engineer (fse) was dispatched to the site to perform fco and replaced the pm board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.